Event description:
During surgery, the surgeons were using a harmonic scalpel device which malfunctioned. The insulating tip burnt off, which shouldn't happen. It was taken off the field and a new device was opened.